Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that six softlcix lancets were uncapped out-of-box. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device was returned to the local affiliate but appears to have been lost in transit between the local affiliate and the manufacturer. Because the product cannot be located, no further investigation is possible. Device lost in transit.